Event description:
Surgeon was using laser in the patient's esophagus and felt something go wrong; pulled out laser. Laser technician took the laser out of the room into the hall, where it started to smoke and smell as if it were on fire. Sprayed fire extinguisher into vents. No harm to the patient or to the staff.device #1is this a laboratory device or laboratory test?no.